Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during a reservoir change the customer's insulin pump squirted all of his insulin out. The patient's blood glucose at the time of incident is unknown. The insulin squirted out during the manual prime process. Troubleshooting was initiated for the prime and rewind issue. Insulin continued to drip after the motor stopped and the customer was unable to exit the "preparing to prime" loop. The customer also experienced a low blood glucose of 30 mg/dl that night. The customer treated with food and his current blood glucose is 122 mg/dl. The customer had been experiencing low blood glucose events lately. The insulin pump's drive support cap appeared normal. Further troubleshooting for the hypoglycemia was declined. No products were returned for analysis; however, a replacement infusion set and two replacement reservoirs were shipped to the customer.